Event description:
International affiliate reports that returned loan kit inspection found the tip of the x-mesh torque driver shaft had broken off from the instrument. It is not known when/where tip breakage occurred.

Manufacturer narrative:
A visual inspection noted that the torque driver shaft¿s tip had snapped off. A review of the device history record found no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No definitive conclusions can be made. However, the damage suggests that the instrument¿s tip most likely snapped off due to wear and tear. The torque driver shaft had been the field for approximately four years. In the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be file upon receipt of the device and completion of the evaluation.